Manufacturer narrative:
D10: (B)(6) 101-05-30 - 3.2mm drill bit30mm 1pk. (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6) 180-65-40 - alteon 6.5mm screw, 40mm. (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6) 190-21-09 - alt ha s noclr ext sz 9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 7 years and 11 months post the initial right total hip arthroplasty, the patient presented to the surgeon with complaints of pain, stiffness, and dissatisfaction with their total hip arthroplasty. The patient has a recalled polyethylene implant that shows early wear on x-ray imaging. The patient was scheduled for a revision with a possible poly swap. The patient underwent an acetabular polyethylene swap and femoral head replacement. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.